Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported that a hematocrit saturation color chip failure occurred. The device was not changed out. There were no reported adverse consequences to a patient as a result of this event.